Event description:
It was reported that the patient developed recurrent bone growth resulting from a lumbar spinal fusion surgery using rhbmp-2/acs. The patient had excess bone growth requiring surgical intervention due to severe l5 foraminal stenosis and nerve root compromise approximately 1 year post-op. Excessive bone growth occured again approximately 2 years later, requiring another surgical intervention. At this time, a third episode of bone growth with impending surgical intervention has occured. All surgical interventions have occured at the same site.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.